Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation. Associated mdrs: 2937457-2013-00556, 2937457-2013-00557 and 00538.

Event description:
It was reported by a user facility that a saline bag refilled during pretreatment. Saline bag inappropriately filled after being hooked up to hansen connectors. There was no patient involvement.